Event description:
It was reported to vyaire medical that the lap top ventilator 1150 has auto-cycling. The customer confirm that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4) h10 - a third party service technician evaluated the ventilator and was able to confirm the reported issue auto cycling. As a resolution, the solenoid mount and accumulator was replaced. .

Manufacturer narrative:
H11-correction: d4-corrected model number. G4-corrected PMA/510k. Sections d4 and g4 were updated to indicate the correct model # and PMA/510k.